Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with high pacing impedance on the right ventricular lead. Programming changes were made. The patient was twitchy from the changes. No further programming changes were made. The patient's twitching was reported to have subsided on its own. The patient was stable.